Manufacturer narrative:
Section d10 concomitant products: erbe vio dv 2.0 integrated electrosurgical unit, product material # 951300-03, serial number (B)(6). The erbe generator (OEM) is integrated with the davinci vision side cart. The procedure was an open appendectomy and no other davinci robotic carts or products were used. The erbe iesu generator was not made available to the field service engineer for evaluation. The davinci vision side cart with the newly installed erbe generator passed testing and was verified as ready for use.

Event description:
It was reported that a davinci vision side cart's erbe vio dv 2.0 integrated electrosurgical unit (erbe iesu) was used during a non-robotic, open appendectomy procedure. An or nurse informed intuitive surgical technical support that during the open procedure "they had a possible burn with the erbe iesu...it may have burned the patient." Attempts to obtain additional information from the customer site have not been successful. An intuitive surgical field service engineer (fse) found that the erbe had already been removed from the davinci vision side cart. The unit was secured in the biomedical engineering department and was was not made available for the fse to perform system verification and electrical safety evaluations. A new erbe iesu was installed in the vision side cart and the unit passed system verification and electrical safety testing.